Event description:
It was reported that during an anterior resection procedure, the surgeon closed down the device and then the head became detached during the firing sequence. The surgeon could offer no further explanation other than this. The donuts of the firing were incomplete and as a result the surgeon was forced to redo the anastomosis. The procedure was prolonged 60 mins. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.